Manufacturer narrative:
Investigation. Initiated manufacturer's investigation review DHR inspect returned samples. *analysis and findings: the three returned mx140 samples were received and verified to have been completely seal pouched and intact. The three sample were verified to have been free of any damage and were functionally acceptable; all three were tested for vacuum using water. All three samples produced an acceptable vacuum where there were no leaks. The reported event could not be duplicated as reported, this may be considered an isolated incident. The assembly process was reviewed and found acceptable and without alterations. All inventory from the affected lot has been depleted and not available for further verification analysis, no further action required at this time. A review of the two-year product complaint history indicated this to have been the only reported event of its kind, trending will continue for this product. A review of the product lot DHR was performed and no abnormalities were noted. *correction and/or corrective action: corrective action is not applicable due to the absence of the actual affected device for investigative analysis as it was not returned to determine a possible root cause, the other three returned samples were free of any visible damage and functioned in an acceptable manner. Per bsr-qar-026, this complaint will be monitored for trending in that no injury was reported to end user or patient. *was the complaint confirmed? No.

Event description:
Tip of curette broke off during procedure. Was retrieved, no injury to patient. 3mm pipet curette box 50 mx140 (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has been returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"Tip of curette broke off during procedure, took time and use of several instruments but was retrieved no injury to patient." (B)(4).